Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 550cc and experienced rupture on the right breast implant. The rupture was discovered during surgery. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 425cc on (B)(6) 2018. The patient had fully recovered. There were no complications. The patient was not hospitalized.

Manufacturer narrative:
On 10/20/2018, it was reported to mentor that the device history record (DHR) of lot number 5624682 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/15/2018, it was reported to mentor that the facility does not have the explanted device information as it was originally done by a different surgeon. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. The device contained gel with clear appearance, upon receipt by mentor. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented; it was only returned in two pieces. Additional shell abrasion was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).